Event description:
Revision of constrained liner due to dislocation. Replacement was used.

Event description:
Revision of constrained liner due to dislocation. Replacement was used.

Manufacturer narrative:
An event regarding dislocation involving a trident 0 deg constrained insert was reported. The event was not confirmed. Visual analysis indicated the trident insert was returned in two (2) pieces. The insert was examined with the aid of a stereomicroscope at magnifications up to 50x. It was determined by examining the mating surfaces of the two sections of the insert that there is evidence of the insert being cut. A material analysis indicated that the damage to the insert most likely occurred during the revision process. No material or manufacturing defects were observed during this examination. Device history review indicates the device was manufactured and accepted into stock with no discrepancies. Complaint history review indicates there have been no other events for the reported lot. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
Patient medical information was not received for review. Device history review indicates the reported device was manufactured and accepted into stock with no reported discrepancies. The event was not confirmed. Review indicated there have been no other reported events for the reported lot. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Revision of constrained liner due to dislocation. Replacement was used.